Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a spinal product that was used in a revision and extension of a posterior lumbar interbody fusion with pedicle screw fixation/stabilization with midline approach spinal therapy for back pain and levels implanted were l4/5. It was reported that the surgeon's plan was to remove screws at l2, leave screws in at l3 and put new screws with our solera 5.5 system at l4 with r90 interbodies inserted at l3/4. As the surgeon was attempting to remove a set screw the head of the t27 obturator broke off when engaged with the set screw. The broken piece of the obturator was removed from the patient. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the lot number of the reported product is pt04a005. There is no allegation/malfunction associated with the initial implanted products and the reason for revision surgery was due to surgeon wanted to extend fusion caudally.

Manufacturer narrative:
H3: product analysis - product# 7480154, lot# pt04a005 visually confirmed approximately 2mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture revealed an rigid and brittle fracture surface. This type of damage is consistent with bend stress overload and torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.